Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
It was reported to philips that the oxygen supply cannot be measured. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4: 13jan2021. B4: 14jan2021. This issue was found during testing of the device. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp replaced the gds assembly to resolve the reported issue. The device successfully passed all required testing and remained at the customer site. The sample has not been received. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.